Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was" no function " confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to damage on coupler unit, the coupler cannot be locked smoothly. Due to poor water-tightness of cable unit, water tightness is lost. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no function. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Event description:
No new information received from the customer.

Manufacturer narrative:
The device was returned to customer unrepaired and was sent back to olympus for re-repair on 01-jul-2024. During investigation, it was additionally noted that noise occurred and no image was displayed due to damage on the cable unit. The investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported, the camera head had no function. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.